Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/6/2020. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? - fascis. What was the name of the procedure? - c/s. What was used to complete the procedure? - suture.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pek836 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? What was the name of the procedure? What was used to complete the procedure? This medwatch report is in response to receipt of voluntary report mw# (B)(4).

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the suture was used. During the surgery, the suture broke when tying it. There were no patient consequences reported.